Event description:
When nurse went to check on patient lipids where noted to be dripping on the floor. Looking at the lipid bag where the tubing was spiked the bag was cracked and lipids where dripping on the floor.